Manufacturer narrative:
The device was not returned for analysis, as it was implanted in the patient. Since the device was not returned, we are unable to perform further root cause analysis. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Re-sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. It is not recommended to initiate deployment of the device on a bend. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a guidewire was used to assist in opening the pipeline device, as the device was alleged to have failed to open. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted that the distal end of the pipeline failed to open. The issue occurred in the ica.

Manufacturer narrative:
We have subsequently received additional information therefore are providing an updated report. From the new information received there has been no allegation of a device malfunction. All products are 100% inspected for damages and irregularities during manufacture. This event no longer fits the criteria for MDR reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the opening of the device was appropriate, the guidewire was used to optimize the wall apposition.